Manufacturer narrative:
No contact information was provided in the sus voluntary event report.

Event description:
Information was received indicating that this ambulatory infusion extension set tubing leaked at the filter during use. No adverse patient effects were reported.